Manufacturer narrative:
D10: 300-60-01 - stemless hum comp laser cage, size 1: (B)(6). 310-62-41 - stemless hum head 41mm x 13mm x alpha: (B)(6). 314-23-02 - laser cage glen small, alpha: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Subsequently, the patient experienced dislocation and 4 instances of shoulder instability. The patient planned to schedule a revision procedure. No medical intervention and no further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6. MDR section codes updated/corrected: b. The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.